Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which determined the unit met all manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine testing, it was discovered that the motor device was heating up. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.